Event description:
It was reported the patient was checking their system about three weeks prior as they had lost stimulation sensation. A ¿call your doctor¿ message was seen, but it was unknown what the code was. The patient also fell forward on (B)(6) 2014. Two weeks later, the patient¿s urinary symptoms came back. At the time of the report, there was no telemetry with the clinician and patient programmer. The last interrogation of the device indicated the battery¿s longevity to be 55 months. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).